Event description:
The patient was implanted with biventricular support. It was reported by the surgeon that the patient developed pulmonary edema around the same time loss of lvad fill light was present. A direct visualization of the lvad revealed that the pump was filling. Further investigation using a magnet placed on the lvad revealed that the fill light was present. Once the magnet was removed the fill light disappeared, confirming that the hall affect switch was still functioning. A decision was made to exchange the device with another lvad.

Manufacturer narrative:
The device was successfully exchanged and the patient currently remains on biventricular support. The device has been returned to the manufacturer and is currently being analyzed. A supplemental report will be submitted when the manufacturer's investigation is completed.